Event description:
After a catheterization, the user had bleeding from the urethra. The following catheter was difficult to insert due to the previous bleeding, so the customer went to the hospital to get assistance. The customer had his bladder emptied at the hospital. The bleeding lasted for about one day. He has continued using lofric and has not had any problems since then.

Manufacturer narrative:
The samples returned have been analyzed and show no defects or deviations. Batch documentation has also been analyzed and reveals no deviations. Based upon the product testing, this complaint could not be confirmed as reported.